Event description:
It was reported that during a procedure for benign prostatic hyperplasia, at 14.08 minutes and 189000 joules, the fiber tip began to rotate inside the metal cap. Due to this, the procedure was completed using another device. There were no patient complications. Analysis of the returned device identified the glass cap and metal cap were detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the returned fiber identified that the metal cap and glass cap were detached and not returned. Based on observed findings the reported event was confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Based on analysis results and information available, it is probable that the interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The device instructions for use instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.